Event description:
A post-assembly problem was discovered by the manufacturer of an ultrasound lithotripsy probe. The shaft tubing was attached in reverse to the handle. The small diameter opening of the tubing is normally at the distal end, to limit the size of stone fragments entering the system. Since the tube was attached in reverse, the small opening was at the proximal end. Larger fragments of stone could become lodged and clog the tube at that point, causing operational problems.